Event description:
It was reported that upon repositioning of an embolization coil through a neuroform stent, the coil could not be moved further. Upon manipulation, it was observed the coil detached from the delivery pusher. A retriever was used to attempt to retrieve the coil. The coil extended down to the ica from the carotid terminus. The proximal portion of the coil was captured and retrieved. The distal portion of the coil remained with the stent. A clot was observed on the solitaire. The pt was placed on integrelin, heparin, plavix and aspirin. The pt was brought back the following day for placement of an additional neuroform stent to keep the coil against the vessel wall. The pt was discharged 5 days post-op with in deficits. No harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. No portion of the implant coil was returned for evaluation and a portion remains within the pt. The attachment tether that holds the implant intact with the delivery pusher was broken. The attachment tether was wavy with striations. These characteristics are consistent with stretching. The remainder of the delivery pusher was normal in specification. The microcatheter appeared normal. The root cause of this complaint appears to be due to an excessive force applied to the device that exceeded the maximum tensile specification of the attachment monofilament. The device may have caught on the stent however, this cannot be determined definitively. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.